Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12, which occurred multiple times. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.